Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the powerport m.r.I. Isp. Post the implantation, the catheter was reportedly fractured, and extravasation was also noted. Further fluid leak was reported. On (B)(6) 2025, additional procedure was completed by shortening the torn catheter tube and reconnecting the catheter to the port chamber. The current status of the patient is unknown.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the sample was not returned for evaluation. However, four x ray images and five electronic photos were provided for review. The first series of films shows the port on the right chest with the catheter travelling to the right internal jugular and then into the right atrium. The second film shows the catheter disconnected from the port and embolized to the right atrium. The second images show a snare used to retrieve the catheter and a new catheter placed. The first photo shows partially inserted into the port pocket. Cathlock was noted attached to the port stem. The second photo shows the retrived port. The third and fouth photo shows the retrieved port in which cathlock was noted to be detached from the port stem. The fifth photo shows partial view of catheter in which split split was noted on the distal end of catheter in which tunneler was inserted. Therefore, the investigation is confirmed for the reported fracture, fluid leak, identified material separation and migration issues. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the powerport m.r.I. Isp. Post the implantation, the catheter was reportedly fractured, and extravasation was also noted. Further fluid leak was reported. On (B)(6) 2025, additional procedure was completed by shortening the torn catheter tube and reconnecting the catheter to the port chamber. The current status of the patient is unknown.